Event description:
The customer reported the 9600 system displayed a bad iris pot error on control panel. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. Customer declined service or replacement of the collimator. No additional info is available.